Manufacturer narrative:
Eval: results: visual inspection of the returned product showed that evidence of a clear surgical residue, however, there was no visible damage to the lens. A work order search was performed and there was no similar complaints found within the work order.

Event description:
It was reported that there was a scratch in the middle of the cc4204bf collamer plate lens and the lens was not implanted. Add'l info was requested but not yet forthcoming. If any add'l info is provided a submitted medwatch form will be submitted.